Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: when the duodenum was cut, the firing was able to be done properly. When the anastomosis was done after the esophagojejunostomy, the stump of the jejunum was cut by this device. The firing knob could not be fully extended. The knob was returned and released from the tissue. Additional resection of tissue was needed. Another device was used to complete the procedure. Oozing occurred.